Event description:
It was reported that cartridge did not fully snap into pump, and caller noted cartridge fit issue while pump was in protective case. There was no reported impact to the customer¿s blood glucose level. Caller removed case, inspected pump and pneumatic tap area, removed loose o-ring, cleaned pneumatic tap, verified cartridge o-ring was intact, and successfully reloaded original cartridge per technical support instructions, after which insulin therapy was resumed successfully.